Manufacturer narrative:
Other device used: catalog #00620006022, trilogy porous acetabular shell, lot #13363400. Through inspection of provided photos, the inner taper of the femoral head appears to have a uniform dark coating inside. The femoral stem taper is not in good lighting and therefore no details can be gathered about its condition except for a potential knick on the taper surface. The devices were used in treatment. The exact primary surgery date is unknown, however the patient indicated it occurred in 1997, making a potential in-vivo time of up to 18 years. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and (B)(4) standards to a sterility assurance level of (B)(4) or better, therefore it is not suspected that the devices caused or contributed to the staph infection. A definitive root cause for the taper corrosion cannot be determined.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00784101500, versys fiber metal taper stem, lot #unk. This report will be amended when our investigation is complete.

Event description:
It was reported that a patient with history of IV drug use underwent hip arthroplasty revision due to staph infection. During the revision, a black film was noted on femoral stem taper and inside the femoral head.